Event description:
Device report 2 of 2: ref MFR report: 1627487-2012-09898. It was reported the pt had not used her scs system for almost a year. During reprogramming, a full parameter diagnostic indicated valid impedance values, however, the pt could not feel stimulation therapy. The pt also indicated the stimulation had turned on by itself several times. The pt was referred for an x-ray of the scs system. The pt is working with her physician to determine a resolution.

Manufacturer narrative:
This ipg serial number is included in field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.